Event description:
It has been reported that the omnipod personal diabetes manager (pdm) gave an uncommanded bolus. The patient went into hypoglycemia.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported uncommanded bolus issue. Lot release records were reviewed and the product lot met all acceptance criteria.